Event description:
It was reported during in clinic follow up that the right ventricular lead had perforated the cardiac wall. Diagnostic imaging confirmed perforation. The patient suffered a pericardial effusion. The lead was explanted and successfully replaced. The patient was stable.